Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse events and product complaints (pc), concerned a 69-year-old (at the time of the initial report) female asian patient. No medical history provided. Concomitant medications include metformin used for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) from cartridge, via reusable pen, humapen ergo ii (injection pen), at (B)(4) units each morning, (B)(4) units each evening, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2022. The patient also received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog 75/25) from cartridge via reusable pen, humapen ergo ii, at (B)(4) units each morning and (B)(4) units each evening, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date in (B)(6) 2023. On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30%, her blood glucose was high due to which she was hospitalized on an unknown date in (B)(6) 2023, and the dose of human insulin was adjusted gradually to (B)(4) units in the morning and (B)(4) units in the evening as per physician advise. On an unknown date in (B)(6) 2023, during the hospitalization human insulin was discontinued and started to use insulin lispro drug. On an unknown date after starting insulin lispro protamine suspension 75%/insulin lispro 25% she experienced hypoglycemia. In (B)(6) 2023 her dose of insulin lispro protamine suspension 75%/insulin lispro 25% was adjusted to (B)(4) u in the morning and (B)(4) u in the evening. On (B)(6) 2023 it was difficult to press the injection pen, and she did not sure if the insulin was injected into her body or not (possible missed dose). On (B)(6) 2023, the drug liquid could not be injected out by the injection pen, and she found the insulin was not injected into the body (drug dose omission) due to which her blood glucose was high, before meal it was (B)(4) (units and reference range were not provided) ((B)(4); lot number: unknown), ((B)(4); lot number: 1608d01). She replaced the needle after using for three to four days (improper use). She also had no energy all over her body. On (B)(6)2023 she did not inject her insulin lispro protamine suspension 75%/insulin lispro 25% dose due to pen malfunction (drug dose omission). She took metformin twice a day, (B)(4) each time and also when eating, as a corrective treatment, but her blood glucose was high (values, units and reference ranges were not provided). On (B)(6) 2023 her blood glucose was high 16.2 (units and reference ranges were not provided). She also reuses the needle. Further information regarding corrective treatment was not provided. Outcome of the second and third episode of blood glucose increased outcome was not recovered and unknown for the remaining events. Human insulin isophane suspension 70%/human insulin 30% was discontinued on an unknown date in (B)(6) 2023. Insulin lispro protamine suspension 75%/insulin lispro 25% therapy was discontinued. Follow up was nos possible as the initial reporter refused further contact. The operator of the devices was the patient, and her training status was not provided. The general devices model duration of use was not provided and first suspect humapen ergo ii device duration of use was 8 years (as reported 2013) and for second suspect humapen ergo ii device duration of use was not provided. The action taken with suspect devices was not provided and humapen ergo ii obtained in 2013 was not returned to the manufacturer for investigation (batch number unknown); patient had used the device beyond its approved use life (improper use) and humapen ergo ii obtained in 2022 (batch number 1608d01) was returned to the manufacturer on 06nov2023. The initial reporting consumer did not know relatedness assessment between the events and human insulin isophane suspension 70%/human insulin 30% and insulin lispro protamine suspension 75%/insulin lispro 25% therapy and humapen ergo ii. Update 13-nov-2023: additional information was received from the initial reporter consumer on 06-nov-2023. Added demographics of patient, two events of blood glucose increased and two events of drug dose omission. Updated insulin lispro protamine suspension 75%/insulin lispro 25% dosage regimens to (B)(4) u in the morning and (B)(4) u in the evening. Updated action taken with insulin lispro protamine suspension 75%/insulin lispro 25% from not change to discontinued. Updated case and narrative accordingly. Update 15nov2023: additional information received on 09nov2023 from the global product complaint database. Entered device specific safety summary (dsss) for humapen ergo ii device associated with (B)(4), lot unknown. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. The improper use was updated from no to yes. Updated device was returned to manufacturer and added date of return for the humapen ergo ii device associated with (B)(4); lot number: 1608d01. Corresponding fields and narrative updated accordingly. Edit 15-nov-2023: upon review of the information received on 30-oct-2023. Updated improper use or storage from no to yes and EU/ca field for second device was updated. Updated narrative with information of improper use of device. No other changes were made to the case.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 15nov2023 in the b.5. Field. No further follow-up is planned. Evaluation summary a female patient reported that on (b)(46 2023 the injection button of her humapen ergo ii was difficult to press, and she was not sure insulin had been injected. On (B)(6) 2023, the drug liquid could not be injected out by the injection pen, and she found the insulin was not injected into the body. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported obtaining the device 2013. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the event of increased blood glucose.